Event description:
It was reported that, "removal of hardware for thigh pain. Implant is omniflex stem with 13mm distal tip."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.